Event description:
It was reported that, after a left bhr was performed on (B)(6) 2008, patient developed proximal thigh pain, limping and difficulty with daily activities. Later an x-ray showed migration of femoral stem; therefore, they underwent a revision surgery on (B)(6) 2010. The acetabular shell was found to be well ingrown and stable, and a fibrous integration along head and neck junction was observed. Their bhr femoral component was exchanged for a modular bhr head, and synergy stem. After surgery, patient was taken to recovery room in satisfactory condition.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. Due to insufficient information, it is not possible to determine a revision of the risk associated to the alleged device. No further actions are required at this time. The available medical documents were reviewed. The pain and limping are likely related to the fibrous integration along the head and neck junction. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H11. Corrected information in h6 (health effect - clinical code).